Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately eight months post implantation, the patient was admitted to the hospital due to inadequate flow and suspected pump thrombus. They were previously on home hospice because of their inability to tolerate anticoagulation. After a palliative care consultation, the patient was made do not resuscitate/ do not intubate. Support was withdrawn and the patient expired two days later. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted due to inadequate flow and suspected pump thrombus; the patient subsequently expired on (B)(6), 2014 following withdrawal of care. The lvad pump was not returned for evaluation, however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files concluded an increase in power consumption on (B)(6), 2014 along with multiple 'low flow' and 'high watt' alarms. Clinical factors that may have contributed to the suspected pump thrombosis are the patient's reported anticoagulation therapy intolerance. Events with high power consumption are most often attributed to thrombus formation and is a known risk associated with use of ventricular assist devices noted within the labeling. The most probable root cause of the reported inadequate flow rate may be due to thrombus formation or ingestion within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.